Event description:
(B)(4). Dizziness, fainting, brain fog, inability to concentrate, migraines, back pain, painful cramps, extremely heavy bleeding w/clots, exhaustion, itching, constantly feel them, sharp pain on right side, weight gain from (B)(6). And now down to (B)(6). Incontinence.